Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Use error. Per the user guide: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin.

Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site which resulted in the customer experiencing a low blood glucose (bg) level of 38 mg/dl. The customer was subsequently admitted to the emergency room (ER) and was treated with a glucagon injection. The customer also consumed carbohydrates to address bg. The customer was released from the ER later that same day and continued to use the pump for insulin therapy.